Event description:
The customer stated that he was hospitalized after being in a car accident due to low blood glucose levels. The paramedics told the customer that the blood glucose reading was 60 mg/dl. The customer stated that he changed the infusion set the day before the accident and he was not connected to the infusion set during the manual prime. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump also passed the displacement test. The customer mentioned that he is taking medication that causes him to have low blood glucose levels about six times a week. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.